Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast in the balloon. The balloon, markerbands and shaft were microscopically inspected. Inspection revealed shaft damage (perforation) at the port/exit notch 5mm in length. Functional testing was done by attaching an inflation device filled with water to the hub of the balloon catheter. When pressure was applied, the device was found to be leaking from the shaft, at the port/exit notch area, and the balloon could not inflate. Inspection found the rest of the device free of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Based on device analysis completed on 09-aug-2016. It was reported that the balloon failed to inflate. A 3.00mmx12mm nc emerge® balloon catheter was advanced for dilation; however the balloon failed to expand. The procedure was completed with another 3.00mmx12mm nc emerge® balloon catheter. No patient complications were reported and the patient's status was okay. However, returned device analysis revealed a perforated shaft.